Event description:
Event occurred regarding an 8" smallbore ext set w/clave®, clamp, rotating luer where they stated that "tubing was twisted and when assessing IV, the t connector had fallen apart near the blue hub. IV remained in place as well as blue t connector piece but main line pulled out. IV was able to save but needed to change the t connector." This event occurred during patient use. They also stated that "the device was used for 2days and the medications used were d5ns running via IV and cefazolin IV given as an antibiotic. The product was not reprocessed or re-sterilized prior to use." There was patient involvement, unknown adverse event and no delay in therapy as a result of this event.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Manufacturer narrative:
One used device was received for evaluation; the tubing was observed to be separated from the y-clave. The reported complaint of disconnection could be confirmed. The returned sample was observed to have the tubing separated from the y-clave. The probable cause of the disconnection is from insufficient solvent coverage during assembly in manufacturing. Lot history review could not be conducted because no lot number(s) was/were identified.